Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 24-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist (tss) dialed into the station and confirmed that communication with the server was functioning correctly and that the device was not in a critical override state. The tss verified that the facility notice interval, device critical override interval, and synchronization intervals were configured as expected. The tss explained that the device had previously entered critical override several times and that a review of the data synchronization activity indicated repeated errors during message processing. The tss referenced internal knowledge article titled sync 2.0 download failure sequence contains more than one element orphan loaded storage space item record and identified that a specific pocket in the auxiliary drawer had triggered data issues following multiple inventory related actions performed on the server. The tss stated that a full data synchronization temporarily resolved the condition but that the problem reoccurred whenever new inventory messages were sent to the station, due to an orphaned storage space record that existed on the device without the corresponding inventory information. The tss noted that the long term resolutions included re staging the device or unloading the affected storage spaces using documented procedures, along with applying corrective database scripts to remove the orphaned data. The tss reported sending the findings to the customer through electronic mail and confirmed that permission to close the case was provided, after which the case was closed. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station stopped downloading data from the server, which eventually caused it to go into critical override based on its automated downtime settings. They reported that pocket 7a1_aux drawer 2.1 pocket d1 appeared to be the source of the issue, as the critical override occurred each time the server sent a message related to that pocket, including pend actions and inventory updates. They indicated that a full sync temporarily resolved the condition, but the issue recurred whenever new messages were sent from the server for the affected pocket. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station stopped downloading data from the server, which eventually caused it to go into critical override based on its automated downtime settings. They reported that pocket 7a1_aux drawer 2.1 pocket d1 appeared to be the source of the issue, as the critical override occurred each time the server sent a message related to that pocket, including pend actions and inventory updates. They indicated that a full sync temporarily resolved the condition, but the issue recurred whenever new messages were sent from the server for the affected pocket. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1 facility name- (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.